Event description:
A journal article was reviewed that contained information regarding this device and lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: infection, lead dislodgement, phrenic nerve stimulation (pns), and unacceptable thresholds. Product status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "long-term complications related to biventricular defibrillator implantation: rate of surgical revisions and impact on survival: insights from the italian clinical service database." Circulation. June 7 2011;123(22):2526-2535.